Event description:
It was reported that during a total primary hip they went to open a 6.5x25mm cancellous screw. Inside the box was 40mm 4.0 cancellous screw. Label on the inside and the outside both said 6.5x25mm.

Event description:
It was reported that during a total primary hip they went to open a 6.5x25mm cancellous screw. Inside the box was 40mm 4.0 cancellous screw. Label on the inside and the outside both said 6.5x25mm.

Manufacturer narrative:
An event regarding a cancellous bone screw mix was reported. The event was confirmed. Visual evaluation showed the packaging was labeled for a 6.5 cancellous bone screw 25mm, but the device contained within the packaging was a 5.5 cancellous bone screw 40mm. A device history review indicated that all devices were accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the bone screw mix was caused by a manufacturing nonconformance in the packaging cell at the contents to box operation.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.